Event description:
It was reported that during a knee procedure on (B)(6), 2011, the liner plastic container of the femoral component was broken and the surgeon felt the item was no longer sterile. In order to finish the procedure, the surgeon had to change the surgical choice and had to re-cut the femur to implant a ps femoral instead of the planned cr femoral. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No further complications have been reported. The returned femoral component and packaging showed the outer box sleeve was torn and repaired with tape. The box also shows puncture marks and a general condition indicating that the item had been handled roughly with transit damage. The inner plastic blister was cracked and broken with no base foam being present. The manufacturing history record shows that the item was packaged in the correct packing materials. Validation/transport tests were previously conducted on this product with no detrimental effects, but do not take into consideration excessive or rough handling. One similar complaint was received recently from the same customer on this part. The reason for the inner plastic blister breakage has been determined to be transit damage and/or rough handling of the product. This report filed (B)(4), 2011.